Event description:
It was reported that a very tall male resident with behavioral problems was moving around and reached over to grab something. This movement shifted his weight and in doing so lift tipped while resident was being transferred. Taken to ER. Laceration was sutured and resident was returned to facility. No other additional problems.